Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01129, 2017865-2020-01130. It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, right atrial and right ventricular noise oversensing that led to inappropriate mode switching episodes were noted. Isometric testing was performed and did not reproduce any noise. The physician was unsure if the noise oversensing was due to the pacemaker, right atrial lead, or right ventricular lead. Programming changes were made. The patient was in stable condition.